Manufacturer narrative:
The complainaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-00774, 6000093-2007-00776, 6000093-2007-00777, 6000093-2007-00778, 6000093-2007-00779, 6000093-2007-00780, 6000093-2007-00781. It was reported by a pt that post a coronary drug eluting stenting treatment procedure, a blockage and a heart attack occurred. The consumer reported, starting 2005 I was having chest pain. The attending dr had some experience with my health problems. I had a CABG x on the lad. This was performed in 2003. He decided to do a stress test and noticed a blockage. The next day, I had a catheter placed in to check my arteries. I had one area of blockage. The dr placed a taxus express monorail 3.5x28mm stent to help open the artery. This seemed to correct the problem. After that first stent was placed, it was one stent after another. With limited info at this time, I will show you the trail of cath lab and stent implantations. In 2005, (2) stents lad. Lad both taxus drug eluting. In 2006, (1) stent circ a non-boston scientific coronary stent. In 2006, (5) taxus express 2. All were placed in the lad. Six days later, had adenison stress test, showed a heart attack on that date, did a cath to rule out any blockage due to range of pain. The next day placed on a series of meds for two weeks, plavix 75 mg and aspirin 325 mg, use on before each date. Three months later, found (3) more stents distal lad/mid lad/prox lad. Checked legs for blockage, right femoral blocked off. Two months later ran several tools to remove any blockage. They found and cleaned scar tissue, the did not find any plaque. A month later, I had more chest pains (2) more stents, a non-boston scientific drug eluting mid lad. Unable to do any additional follow-up as there was no contact info provided on the medwatch form.